Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. No valid serial number attached to the complaint record. Per swi (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the dosage form groups unable to pull medication. A technical support specialist dialed into the station, found that the order was grayed out at the station for one medication ID and remapped the dosage form from tablet to oral solid to resolve the issue. The customer was able to pull the medication after the recovery with no issues. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis medstation es system dosage form groups unable to pull medications due to order was grayed out at the station for 1 med ID. There were no adverse events or injuries reported based on this incident.